Event description:
A customer reported air bubbles in the tandem mobi cartridge during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. After resolving the issue, the customer resumed insulin therapy without large air bubbles, and confirmed understanding of the resolution.